Event description:
Philips received a complaint on the v60 ventilator, indicating that the unit was missing the 24 volt measurement. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that they required a power supply parts ID. The customer had tested the unit and found that the 24v was missing. The customer also that 120v was coming in. The rse gave the customer the power supply part information. A good faith effort (gfe) response received from the customer on 04/17/2023 stated that the power supply was ordered following the remote service. The part was delivered, replaced, and resolved the reported issue. The customer confirmed that the v60 device was operational. The customer did not plan on returning the replaced part. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.